Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer 2 had failed, was not detected on the bus, and required maintenance. A field service engineer (fse) opened the back panel and found no lights on the interface board. The fse replaced the drawer boards, retractor bands, and interface board, and as part of preventative maintenance, the station was rebooted during the repair. The fse also cleaned the electronics drawer, communication sled area, and power supply area, and also removing debris and medications from the bottom edge of the back panel. Then fse reseated the bus cable connections on all drawers, and all cables were inspected for physical damage and tested for functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.